Manufacturer narrative:
Product event summary: the lead was not returned for analysis but the lead data was retrieved from the device memory and analyzed. Analysis of the device memory indicated no pacing capture in the rv (right ventricle).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had complete loss of capture post implant. The patient developed complete heart block with bradycardia. External transcutaneous pacing was required until the lead could be repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.